Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient requested to be removed from manufacturer's "list" as the patient reported their implant was "disconnected." The patient clarified their implant was still implanted in their "hip," they just mean by this that they no longer used the implant. The patient confirmed the lead and implant had not been removed but the patient had no use for the implant any longer because they had a catheter now and reported this was because the implant was not helping. The patient could not recall event date but stated they have had the catheter for like 3-5 years now. The agent reviewed registration overview and documented information the patient provided. No further action taken by patient services.